Event description:
It was reported that post-operative to a lavh procedure, bleeding occurred. Intraoperatively the staple line appeared normal and dry and no leakage was detected. There were no reports of a device issue. In post-op recovering bleeding was reported. Two hours post op, the patient complained of severe pain in her abdomen. The patient taken back to surgery, and it was determined that the patient had internal bleeding. The staple lines were examined and most of the bleeding was coming from the uterine pedicles. The patient was stabilized and is doing fine. There were no other patient complications reported.

Manufacturer narrative:
Eval summary: the analysis results found that the device was received in good visual condition and with a cartridge loaded in the device. The cartridge was received fully fired. The device was tested for functionality with a test cartridge. The device fired and cut without any difficulties, the staple line was completed. The cut line was completed and the staples were noted to have the proper b-formed shape. In addition, five sterile cartridges were received in good visual condition. Two of the cartridges were opened and tested for functionality with a test instrument. The instrument fired, cut and two of the cartridges were opened and tested for functionality with a test instrument. The instrument fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.